Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the tubing of the artificial urinary sphincter (aus) pressure regulating balloon (prb), poked through the skin in the patient abdomen. The prb was explanted and replaced.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the tubing of the artificial urinary sphincter (aus) pressure regulating balloon (prb), poked through the skin in the patient abdomen. The prb was explanted and replaced.